Event description:
It was reported that (1) device were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips fall out and do not close properply. Also double fired the clips (two clips at a time). There was no consequence to the pt.